Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to the lesion through a 6f guidezilla guide extension catheter. However, during insertion, the stent struts were damaged. The procedure was completed with another 3.00x38mm stent. No patient complications were reported and the patient's status was fine.